Event description:
It was observed during programming history database periodic review that the patient had high impedance and device was subsequently disabled. No surgical intervention has been reported to date. No additional relevant information has been received to date